Event description:
Information was received from a trial patient. It was reported that, on the day prior to the report, the patient felt sick and threw up. They were feeling better on the day of the report. There were no device issues reported. Additional information was received from a trial patient on (B)(6) 2017. The patient stated that when they bent over last night they felt a sharp shooting pain that shot up toward their heart. The patient reported that they felt better on the day of the report. It was unknown if the issue was resolved at the time of the report, but the patient was alive with no injury. There were no device issues reported. A trial patient reported they went to the hospital on (B)(6) but was feeling better on (B)(6). Additional information from the patient reported her right foot had been bothering her, she stated she had not been able to get up and go to the bathroom. The patient noted she had diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.